Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified depleted battery. During the functional testing the reported issue was able to be duplicated. The interconnect board was not charging the battery. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and battery. Performed power up and self-process

Event description:
It was reported that the pump failed to stay charged. No patient injury was reported.